Event description:
Alert: rv bipolar lead impedance warning on (B)(6) 2025. Alert: rvtip to rvcoil lead impedance warning on 20-sep-2025. Rise in rv impedance. See lead trend. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).